Event description:
It was reported that a patient presented with high pacing impedance and over-sensing of noise noted on the left ventricular and right ventricular leads respectively. Both leads remains implanted and patient follow-up was planned. No adverse patient consequences were reported.